Event description:
T was reported that an infusion was programmed via interoperability to infuse at 45.6ml/hr over approximately 24 hours, volume to be infused of 1093.5ml. The medication was started on (B)(6) 2024 at 9:09 pm. The infusion was expected to finish on (B)(6) 2024 at 9:00 pm however, did not complete until (B)(6) 2024 at 3:00 am. The pump was approximately 18 inches above the patient's heart level as the patient was sleeping and side-laying. The infusion was being administered through a 20g huber needle in an implanted port. The nurse reports requiring to input more volume several times during the night. The customer reports the delay of 6 hours to complete an infusion subsequently made the next infusion bag in the regimen late. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infused was not confirmed or replicated during laboratory testing. The administration set was returned and investigated under (B)(4) and it was not found to have been a contributing factor for the reported under infusion. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. On (B)(6) 2024 at 9:06 am an infusion was started with a rate of 45.6 ml/hr, volume to be infused (vtbi) of 1093.5 ml, dose of 2004.6 mg for mesna. On (B)(6) 2024 at 2:01 am the infusion was paused and restarted at 2:03 am. Between 9:06 am and 11:49 pm the infusion was stopped and restarted almost immediately three (3) times. The first one at 9:06 am, the second one at 10:54 pm and the third one at 11:49 pm. On (B)(6) 2024 the infusion was stopped two (2) times and almost immediately restarted at 1:34 am and at 2:19 am. At 3:03 am the infusion was paused and was stopped at 3:06 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The alaris system user manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting and infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The devices were in use for treatment purposes as intended per 21 cfr 920.198 (d)(2). Root cause: the root cause for the reported under infusion could not be determined because the suspect device was not returned for investigation.

Event description:
It was reported that an infusion was programmed via interoperability to infuse at 45.6ml/hr over approximately 24 hours, volume to be infused of 1093.5ml. The medication was started on (B)(6) 2024 at 9:09 pm. The infusion was expected to finish on (B)(6) 2024 at 9:00 pm however, did not complete until (B)(6) 2024 at 3:00 am. The pump was approximately 18 inches above the patient's heart level as the patient was sleeping and side-laying. The infusion was being administered through a 20g huber needle in an implanted port. The nurse reports requiring to input more volume several times during the night. The customer reports the delay of 6 hours to complete an infusion subsequently made the next infusion bag in the regimen late. There was patient involvement however no patient harm.